Manufacturer narrative:
(B)(4). Analysis of the catheter/anchor found that the anchor did not properly detach from the ascenda tool and was not able to be used during the procedure. There were two separate areas where the material had been torn away from the inner wall. This indicated the anchor was sticking to the hypotube of the anchor deployment tool.

Event description:
It was reported during a procedure when deploying the anchor into the fascia, the nose of the anchor introverted. The anchor was removed and replaced with a 8785 accessory kit. The type of drug was not obtained as this was an implanted catheter trial and a pump was not currently implanted. The patient¿s status was ¿alive-no injury.¿ patient symptoms or complication were not reported.